Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-1588rtt serial/batch number (B)(6) was received for investigation. Only the button was received for evaluation. Visual inspection observed scratches lines on the surface of the button. No sharp edges were observed on the suture holes of the button. Functional testing doesn't apply to this device that arrived without sutures. The most probable cause is user error, as the suture may break from being pulled or adjusted against a sharp or rough edge.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1st july 2024, it was reported by an arthrex employee via email that for an ar-1588rt, acl tightrope rt, the suture broke. This was detected during use in an arthroscopic anterior cruciate ligament reconstruction of the knee procedure on (B)(6) 2024. The procedure was completed successfully as another new ar-1588rt was used. There was no patient harm and no secondary procedure needed.